Event description:
It was reported that this device exhibited two years of remaining longevity which appeared lower then the previous checks. The device estimated longevity in number 20202 was five years remaining. Premature battery depletion was alleged. In additional the right ventricular lead safety switch was triggered and was currently in unipolar sensing after the pacing impedance measurements had risen to 1000 ohms in the bipolar sensing configuration to most recently > 3000 ohms. A request for technical review was needed. The device and right ventricular (rv) lead remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device exhibited two years of remaining longevity which appeared lower then the previous checks. The device estimated longevity in number (B)(6) was five years remaining. Premature battery depletion was alleged. In additional the right ventricular lead safety switch was triggered and was currently in unipolar sensing after the pacing impedance measurements had risen to 1000 ohms in the bipolar sensing configuration to most recently > 3000 ohms. A request for technical review was needed. The device and right ventricular (rv) lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device exhibited two years of remaining longevity which appeared lower then the previous checks. The device estimated longevity in number 20202 was five years remaining. Premature battery depletion was alleged. In additional the right ventricular lead safety switch was triggered and was currently in unipolar sensing after the pacing impedance measurements had risen to 1000 ohms in the bipolar sensing configuration to most recently > 3000 ohms. A request for technical review was needed. A review of the information by technical services (ts) confirmed that the power consumption was higher then normal and noted that after the lead safety switch was triggered this would have resulted in unipolar pacing and sensing, however, there it did not appear to be episodes showing noise/artifacts. The save to disk indicates that the rv configuration remains in unipolar. The device and right ventricular (rv) lead remains implanted.